Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the surgeon was to staple the gastro-anastomosis, the stapler did cut but not staple. The reload "jumped" out of the stapler. The nurse thinks she had put the reload in the right place. Unfortunately, they discharged both the stapler and the reload. As a consequence, they had to do a resection of the small bowel. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device will be returning. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.